Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the coil was stuck in the vessel and coil protrusion occurred. A 10mmx40cm interlock&#11123;5 was selected for use. During the procedure, the physician attempted to retract the coil; however, it was noted that the distal tip of the coil was stuck in the vessel. Snaring was done to remove the coil from the patient's body. Upon removal of the catheter, the coil was observed to be protruding from the catheter's tip. No patient complications were noted.